Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test, sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alarm, power loss alarm and then power error due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 110 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. Troubleshooting was performed for replace battery now alarm and noticed this is the second occurrence of replace battery now without a low battery warning. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.